Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood were observed on the c-ring and the shaft of the cannula. There were no nonconformance observed. The cannula ring was intact. No breaks were observed to the retention rib or scope wash tube. A mechanical evaluation was conducted. The c-ring slider was able to advance and retract the c-ring with no difficulty. Based on the returned condition of the device and the results of the investigation, the reported complaint "mechanical issue" was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-rings would not fully retract. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-rings would not fully retract. A replacement device was used to complete the procedure. The hospital did not report any patient effects.